Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2002 (B)(6); 310c27 porcine heart valve 2013 (B)(6); (B)(4) implantable pulse generator 2012 (B)(6). (B)(4).

Event description:
It was reported that the surgeon determined the patient had endocarditis around the area of the pacemaker system. The implantable pulse generator (ipg) and two leads were explanted the patient was treated for endocarditis. No further patient complications have been reported as a result of this event.